Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 563 mg/dl and an unspecified ketone level that was not identified as life threatening from a healthcare provider. Customer administered a manual injection and required assistance from doctor and nurses to be given intravenous fluids to address bg. Customer declined to provide additional information regarding intervention required. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.